Event description:
The account allegedly they had unplugged the bed and when plugging it back in the hi/low, head and knee sections all ran up to their upper limits. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.